Event description:
Procedure: gastric bypass. According to the reporter: the tip of the device broke and fell into patient cavity after it was rotated. The piece was retrieved from the patient abdomen. There was no report of patient injury.